Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2017 by the american journal of sports medicine titled ¿does allograft augmentation of small-diameter hamstring autograft acl grafts reduce the incidence of graft retear?¿ the study reviewed 40 patients and identified acl/pcl instability resulting in a revision with bioabsorbable interference screws and tenodesis screws in 8patients during the 3-year follow-up period. Ref: pennock at, ho b, parvanta k, et al. Does allograft augmentation of small-diameter hamstring autograft acl grafts reduce the incidence of graft retear? Am j sports med. Feb 2017;45(2):334-338. Doi:10.1177/0363546516677545.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.